Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rash. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to use cortisone cream and to leave lv off for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.